Manufacturer narrative:
It was reported that irrigation was not used at the time of the reported overheating; based on the device instructions for use irrigation must be used when ultrasonic power. A lack of irrigation while ultrasonic power is on can result in overheating of the tip. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during surgical procedure at the user facility the 25 khz straight tip melted. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.